Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now alert was displayed. Data was evaluated and the allegation was confirmed as a restart detection was observed. The probable cause was determined to be a restart detection. The reported event of a replace sensor now alert is reportable based on the finding of an early sensor expiration on a separate date. No injury or medical intervention was reported.